Event description:
A healthcare professional reported a patient that during flap procedure surgeon noticed bubbles after flap creation was done, surgeon could not complete the procedure as eye tracker blocked by bubbles. Photokeratotectomy procedure was performed and completed the procedure. There are two related reports for this patient. This report addresses the patient zk's right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. Service history was reviewed for the system. No service record relevant to the complaint reported event was found. Based on the information obtained, the root cause of the reported event is inconclusive. The root cause of the reported event was unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported an incomplete flap during flap procedure, surgeon noticed bubbles and could not complete the procedure as eye tracker blocked by bubbles. Photokeratotectomy procedure was performed and completed the procedure.